Manufacturer narrative:
Track belt roller.

Event description:
It was reported by service report that the lower track belt roller for the right track was broken. No pt involvement or adverse consequences are reported.